Event description:
The customer was hospitalized for high blood sugars. The nurse educator reported hospitalization for the customer. The nurse clearly stated that the incident was not due to the pump and she declined actual troubleshooting at the time of the call. The customer was placed on an insulin drip because customer was sick. The nurse educator called back to troubleshoot the pump at the doctor's request. The pump passed the functional tests.